Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vessel. The 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated for 60 seconds at 24 atmospheres. However, on the second inflation, the balloon ruptured when it was inflated for 60 seconds at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the distal transition zone and it extended proximally for a total length of 2cm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vessel. The 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated for 60 seconds at 24 atmospheres. However, on the second inflation, the balloon ruptured when it was inflated for 60 seconds at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).